Manufacturer narrative:
(B)(4). The device was not returned. It was confirmed there was no relationship between the reported event and the mitraclip devices, and there was no reported device malfunction. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Event description:
Subsequent to the initial medwatch report, additional information was provided, indicating that the patient's death is not related to the mitraclip device or procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being conservatively filed for patient death with unknown relationship to the mitraclip device. It was reported that on (B)(6) 2012, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted and the mr was reduced from grade 2+ to grade 1+-2+. On (B)(6) 2015, the patient died due to unknown cause. No additional information was provided.